Event description:
There was an allegation of questionable creatinine plus ver.2 assay results for several patient samples tested on the cobas c 503 analytical unit. Sample 1: the initial result was 35 mol/l. The repeat results were 94 mol/l and 97 ¿mol/l. Sample 2: the initial result was 80 mol/l. The repeat results were 38 mol/l and 38 mol/l. Sample 3: the initial result was 132 mol/l. The repeat results were 74 mol/l and 74 mol/l. Sample 4: the initial result was 169 mol/l. The repeat result was 89.3 mol/l.

Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.